Event description:
It was reported there was an infection. As a result of the event, the device was explanted. The patient presented with infection in both incision sites and all devices were removed. The patient was treated and the device system was eventually replaced on the date of this report. The patient status at the time of this report was ¿alive ¿ no injury.¿ the signs of the infection were confirmed at explant. It was noted the patient was recovering well. It was further reported the patient did not have meningitis. The drug being delivered via the device system was compounded baclofen. If further information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they had to move pump in the chest area because it was infected in the abdomen. This happened a while back after initial pump was placed. This was not a current issue and had since been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2019. The patient's weight at the time of the event was provided. No further complications were reported.